Manufacturer narrative:
The instrument was returned but the investigation has not been completed; therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the instrument has been evaluated, or if additional information is received.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the pliers cable was broken on a prograsp forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch down cable broken at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. Additionally, both drive cables were frayed. The grip open / close cables were frayed at the distal idler pulley. Frayed strands stuck out at the instrument's wrist. An additional finding was various scratches on the distal end of the main tube showing light material removal. The scratches were .187 - .066 in length and not axially aligned with the tube. An additional finding was all four pogo pins were stuck. There was no motion. The instrument was placed on a system and a recognition test failed due to the stuck pogo pins. Evidence not conclusive, but damage is likely due to improper cleaning. No other damage was found.